Event description:
It was reported that the device had error 110.6021. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 110.6021. Based on the findings, technical support determined that the proximate cause of the reported issue. Technical support -recommended replace logic board. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. Device was not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error 110.6021. There was no patient involvement.